Event description:
It was reported the patient came to the clinic following the receipt of two inappropriate shocks. Noise was seen on the egm (electrogram) when the patient moved, or when touching the patient, especially pressure to the clavicular area. Lead fracture was also reported. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2011; 5568-45 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A high number of sic (sensing integrity counter) and increased pacing impedance were also noted.